Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited noise and high impedance. The lead was removed and replaced. There were no patient consequences.